Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a low battery. It does not switch on. No further details were given. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response at act due to unlocked connector on lcd board. Unable to confirm low battery alert and unable to perform any tests due to button unresponsive. No blank display noted during testing. Pump received with cracked reservoir tube lip and minor scratches on display window noted.